Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00069. It was reported the pt (B)(6) experienced a sudden loss of stimulation. Surgical intervention was undertaken on (B)(6) 2014 and the physician elected to explant and replace the pt's lead due to impedance issues for several lead contacts. However, stimulation was not recaptured. An additional procedure was undertaken on (B)(6) 2014 to explant and replace the pt's lead extension as several contacts were reportedly broken. Effective therapy was recaptured for the pt following this intervention. The explanted lead will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.